Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), thin and frail leaflets for a mitraclip procedure. Grasping and capturing were very challenging, and when the leaflets were able to be grasped the mr remained severe. After multiple grasping and capturing attempts it was decided to abort the procedure. The echocardiogram specialist noted there was damage to the posterior leaflet. The medical team felt this occurred due to the multiple grasping attempts on a leaflet that was already old and frail. The mr remained the same and the patient remained stable.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure (leaflet grasping and leaflet capture) and tissue injury appear to be related to challenging patient anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.